Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) recieved a report that the heater-cooler system 3t was tested positive for mycobacteria, whereas the exact strain has yet to be identified. There was no known report of patient injury

Manufacturer narrative:
Through follow-up communication livanova (B)(4) learned, that the device was cleaned regularly along IFU, inside the operating theatre, with the fan positioned away from the patient and the unit 2.5 to 3 metres away from the surgery field. A lab report stating m. Chimaera was submitted. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Device not returned.

Event description:
See initial report.